Event description:
Nothing seems to be malfunctioning with the knee, but the patient had a fall. Please check knee for anything that might not be working properly. Patient was walking their dog six weeks ago, had a fall that resulted in a delayed concussion. Pt is still in a nursing home.